Manufacturer narrative:
Device passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. The battery tube connector plugged in properly to the electrical board during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that they changed battery and the pump didn't turn on let the pump sit without a battery overnight and now the pump was no longer turning on. It was reported that the display was flashing white. The troubleshooting was performed and was advised to insert new aa battery and the display did not return after restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that pump will need to be replaced. The insulin pump will be returned for analysis.